Event description:
It was reported by the customer that a pyxis medstation es system 6 drawer and drawer 5.1 indicated a failure to remain closed. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the cubie pockets failed to remain closed. A field service engineer verified that the customer successfully recovered all storage bases by implementing the dissipation shutdown restart procedure. The device functioned as intended after the customer resolved the issue.